Manufacturer narrative:
All buttons were functioning properly on the pump. However, corroded keypad traces were found. There was no button error alarm during testing. It was noted that the pump was received with a broken battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and a stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 140 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.